Event description:
At about 4 months from primary, the patient came in reporting pain due to a torn patella tendon and the cause is unknown. The surgeon revised the patella and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28-august-2025: lot: 2401812: (B)(4) items manufactured and released on 22-03-2024 expiration date: 2029-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Revision surgery was performed to repair the torn patellar tendon; there is no reason to suspect a faulty device.